Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 09 january 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage closure (laa) procedure using an unknown delivery system. During procedure, the disc of the device had a bulbous deformation. The deformed device was never released from the delivery cable while inside the patient. The device was retrieved back. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. An unknown size competitor device was used and closed the appendage. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no interaction with cardiac structure and no any angulation/kink noticed in the delivery system, and unknown size for the delivery system was used. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.